Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 11916064. Expiration date ¿ the correct expiration date is 03/31/2017. (B)(4) suspect positive bi. Load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The some items of the affected load were not recalled. It is unknown at this time if the items were used on patients. However, there was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. Asp will continue to follow up for additional information.

Manufacturer narrative:
Available for return: change from no to yes. Change from "not returned" to "yes". Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/28/2016 to 10/11/2016 and no significant trend was observed. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Two bis were received. One control bi with red ci disc. The second bi was the suspect positive bi. The ci disc is yellow in color, indicative of peroxide exposure. There is a single tyvek liner and single spore disc present. The positive bi result cannot be confirmed since the media is purple. However, no anomalies were observed that would contribute to a positive bi result. There are no punctures on the outer vial or tyvek liner that would be consistent with false positive from external contamination. Note: the media color is valid per IFU when observed during incubation up to 72 hours. Media color change is ph dependent and media color reversion may occur if the media ph changes after the valid read time. It is beyond 72 hours and the media ph is likely changed, which is now seen as purple. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure product since the retains product met functional specification and DHR review found no anomalies that would contribute to a positive bi result. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result; the complaint was not confirmed. There is no significant trend observed at this time for this lot in the specified time period. An issue with sterrad performance is also unlikely since the ci disc changed color correctly, the cycle passed, and the subsequent bi was negative for growth. The cyclesure retains met functional specification when used per IFU. The issue will continue to be tracked and trended.